Manufacturer narrative:
(B)(6). This report is for sixteen (16) unknown locking screws. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. (Therapy date): date of initial implant is either (B)(6) 2017, exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. G5 (510k): unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a lung transplant on an unknown date in (B)(6) 2017, and was closed using two sternal locking plates and 16 locking screws. On an unknown date the patient returned for follow-up, and it was determined that the two locking plates had pulled loose and were backing out of the sternum. The screws remained locked to the plates. The patient was returned to the operating room on (B)(6) 2017; all sternal hardware was removed, and replaced with two new locking plates and locking screws. There was no reported surgical delay, no reported fragments, no indication of infection. The patient was reportedly stable following the surgery. Concomitant device reported: ti sternal locking straight plate/8 holes (part #: 460.045, quantity: 2). This report is for sixteen (16) unknown locking screws. This is report 1 of 1 for (B)(4).